Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure using a standardized rotarex device. During the procedure, intraoperatively, rattling was observed in the rotarex catheter, and damage to the catheter tip was noted. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.